Event description:
The customer reported blood fluid leaked near the white blood cell (wbc) bath involving coulter lh 750 hematology analyzer. The customer had on proper personal protective equipment (ppe): gloves, laboratory coat, and eye protection during the incident. The customer stated the fluid leak impacted nine patient results which were released out of the laboratory and questioned by the physician. There was no report of patient injury or change in patient treatment associated with this incident. Amended reports were issued and retrieved from an alternate coulter lh 750 analyzer. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) discovered the lyse restrictor tubing was leaking and replaced the tubing. The fse was not able to confirm a fluid leak containing blood during service. The unit conformed to the manufacturer's published performance specifications. Data supplied by the customer indicated results were discrepantly high for white blood cell (wbc), hemoglobin (hgb), (and calculated mean cell hemoglobin (mch) and mean corpuscular hemoglobin concentration (mchc)), but the differences were of varying degree for each patient. Cellular interference messages were only provided for patients 1 and 8 for wbc parameter.